Manufacturer narrative:
Clinical evaluations was unable to find substantial evidence to support the following reported events; endoleak type iiib of the main body. Additionally there was evidence to reasonably support the following observation; intraoperative stent migration and endoleak type ia resolved with the placement of a suprarenal cuff. The most likely cause of the compromised stent graft integrity of the main body stent was the use of strata material. Due to the lack of medical information surrounding the event and the secondary procedure. Procedure related harms during the implant procedure included an intraoperative stent migration and type ia endoleak which was resolved with an additional supra renal cuff. The final patient disposition could not be ascertained. Reportedly, the patient was schedule for a repair procedure, however to date there have been no reports of further negative patient sequelae. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type iiib endoleak. Endologix implemented the following corrective actions with the intent of reducing type iiib endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type iiib endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type iiib endoleak events reported for afx devices has been reduced to <0.2%. Root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3b endoleak. Endologix implemented the following corrective actions with the intent of reducing type 3b endoleak events; 1. Upgraded graft material (i.e. Duraply) and 2. Updates to the IFU and additional physician training. The change to duraply graft material and the IFU changes were put in place july 2014. The type 3b endoleak rate for afx manufactured and implanted before these corrective actions were put in place is trending at 2.5%. Since the corrective actions were implemented, the type 3b endoleak events reported for afx devices has been reduced to <0.2%. Devices remain implanted in the patient and were not returned, no evaluation completed. The review of manufacturing lot confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
Patient initially implanted with a bifurcated and two suprarenal device in 2013. Recently, endologix was notified that the patient has a possible endoleak type iiib. Physician plans to bring the patient back to fix the endoleak. A secondary procedure date has not been reported as of the date of this report. There has been no additional patient sequelae reported.